Event description:
It was reported while using the panel phoenix nmic-475 a patient isolate (pseudomonas aeruginosa) had low mic (false susceptible) results for the drug amikacin. The user verified the final result using kirby bauer, e-test strip and repeat testing. It is also to be noted that the user also preformed proficiency receiving low mics results for this drug. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.